Event description:
It was reported, the flex video scope had no image. The issue was found during inspection for use, before patient in room. No patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the flex video scope had no image. The issue was found during inspection for use, before patient in room. The flexible bronchoscopy therapeutic procedure was completed using a similar device. There was no report of patient harm or involvement.